Event description:
It was reported to resmed that an astral device displayed multiple safety reset alarms. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was not returned to resmed, therefore, the reported complaint cannot be confirmed at this time. If further information becomes available, a supplementary report will be submitted. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed multiple safety reset alarms. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. The investigation determined that there was no fault found with the returned device. The device was performing to specifications. Resmed¿s risk associated with use of the device remains acceptable. Resmed reference#: (B)(4).